Manufacturer narrative:
Although the product was not returned, two provided x-ray photos confirmed the breakage of the nail. It appears the nail fractured due to non-union. Review of the device history records by depuy found no mfg deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l info be received, the investigation will be reopened.

Event description:
In the beginning of oct, it was found that the nail was broken through x-ray picture. The nail was broken at the second hole from the distal end. According to the x-ray pictures, it was confirmed that the nail had already been broken one month and a half after the surgery. Revision surgery was not performed because osteogenesis was noted and also there were no further consequences so far.